Event description:
As reported by the user facility: nurses indicate since the update that occurred before integration it seems like the pump is pulling more than ordered and the pumps are running dry. The example shared was with precedex. She said she put 20 ml less on a new bag and the bag ran dry and said it had 26 ml's left. They said it seems like it's happening with vasopressin and propofol.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.